Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported a patient with opll at c4/5/6 underwent a corpectomy and a cervical plate system was implanted with four (4) screws. Through radiologically visualized examination, it was found that one (1) screw was "half broken" in the construct. All of the implants were later removed during a revision surgery "besides screw debris already united with the vertebral body". It was also reported that the patient had fused. No other patient complications were reported.

Manufacturer narrative:
Product analysis: variable angle screws returned broken missing with proximal tip of the implant. 11 mm of the screw returned. The screws show deformation on the head suggesting that they were fully tightened down. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface noted smearing. Microscopic examination of the fracture surface identified progressive striations, which are indicative of fatigue to mechanical failure of the implant. Dimensional inspection of major diameter of the thread confirms conformance to print specification. Wear and deformation are noted on the head outer diameter. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue. Visual, microscopic, and dimensional evaluation and observations are consistent with anticipated wear, due to cyclic fatigue.